Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7073227.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty aligning the charger over the ipg due to the ipg having moved to a non-optimal position to charge. This ipg migration was confirmed via x-ray imaging. Additionally, the patient experienced pain and inflammation at the previous ipg site as well as during ipg charging. The physician assessed that the patient has a hematoma at the ipg site. Therefore, the patient underwent a revision procedure during which the ipg was replaced and the lead extension was explanted due to the aforementioned difficulty charging and pain issues (see MFR. Report 3006630150-2024-03511). The patient was recovering in the hospital with no reported complications postoperatively. Device analysis performed on the returned ipg revealed that it was able to be fully charged in one four-hour charge cycle and the device data log analysis did not reveal any anomalies related to premature battery depletion. However, a review of the charging log revealed there was a misalignment of the charger with the ipg causing a lower than expected charge current. This misalignment likely occurred due to the ipg migrating to a non-optimal position for charging. Additionally, the returned lead extension was analyzed and revealed normal device characteristics during visual and functional testing. A labeling review that was conducted determined that the patient's symptoms are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU).